Event description:
It was reported that during the operation test of the device before use on the patient, saline allegedly leaked out of the hub of the catheter. Another device was used to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. Investigation summary: one crosser s6 catheter was returned for evaluation. The catheter was connected to an in-house generator and injector. A leak was identified near the strain relief. A partial circumferential break to the outer catheter was identified. The investigation is confirmed for leak due to a break in the outer catheter. The partial circumferential break led to the reported catheter leak. It is possible the manner in which the device was unclipped from the packaging hoop contributed to the outer catheter break; however, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no images were provided to the manufacturer. The lot number for the device was provided. The device history records and image are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. ( expiration date: 06/2020).

Event description:
It was reported that during the operation test of the device before use on the patient, saline allegedly leaked out of the hub of the catheter. Another device was used to complete the procedure. There was no reported patient contact.